Event description:
It was reported that insulin was not being delivered from the cartridge as intended. There was no reported adverse impact to customer's blood glucose level. A cartridge change and infusion set change was performed resolving the issue. The customer did not recall further information regarding the event.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.